Event description:
It was reported that the patient with this implantable lead exhibited infection. A revision was performed and the subcutaneous implantable cardioverter defibrillator (s-ICD) along with the implantable leads were explanted. No indication if the product will be returned.